Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer drank milk and soda to address bg. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump delivered a bolus without user input.